Event description:
Inflammation in left knee [injection site joint inflammation] ([effusion (l) knee], [swelling of l knee]) case narrative: based on the information received on (B)(6) 2019, the case which was initially processed as non-serious was updated to serious as the events of inflammation in left knee and swelling in left knee were updated with the seriousness criteria of intervention required. This case is cross referred with the (B)(4) (multiple devices) initial information received on 28-jun-2019 regarding an unsolicited valid serious case received from a physician via sales representative from spain this case involves an adult female patient (60.1 kg) who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) had inflammation in left knee (latency: 1 day). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, at the dose of 6 ml for once (lot - 8rsl046, jul-2021) in left knee for arthrosis/osteoarthritis in left knee. On (B)(6) 2019, after 1 day, the patient experienced inflammation in left knee and swelling in the left knee. On an unknown date in (B)(6) , the synovial fluid was removed from the patient. Corticoids were given as corrective treatment. It was reported that patient had arthrocentesis, corticoids and cold for inflammation and swelling in left knee. On (B)(6) 2019, the synovial fluid was studied, and the results were negative for bacteria, fungus and crystals. The patient was recovering from the event and was still taking oral anti-inflammatory treatment (i.e. Naproxen 500mg every 12 hours). It was also stated by the physician that adverse event was experienced in both knees, but it was worse in the left knee. The events. Inflammation in left knee was assessed as serious with the seriousness criteria of intervention required. Action taken: not applicable . Corrective treatment included synovial fluid was removed and corticoids, naproxen 500mg every 12 hours was given for inflammation in left knee. The patient outcome is reported as recovering/resolving for inflammation in left knee a product technical complaint was initiated for synvisc one on (B)(6) 2019 (lot number: 8rsl046) with global ptc number (B)(4). The production and quality control documentation for lot # 8rsl046 expiration date (2021-07) was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl046 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2019 there were 2 complaints on file for lot# 8rsl046 and all related sub-lots. 2 complaints were on file for lot# 8rsl046: (2) adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. The final investigation was completed on (B)(6) 2019. Additional information received on 11-jul-2019 from physician. Symptom of synovial fluid was removed added. Labs were added. Corrective treatment added. Indication of suspect drug updated. Outcome of event inflammation in left knee was updated from not recovered to recovering. Clinical course updated, and text amended accordingly. Additional information was received on 15-jul-2019 from the rheumatologist. Dose of suspect drug was added. Labs of (B)(6) 2019 was added. Case was upgraded to serious from non-serious. Clinical course was updated, and text amended accordingly. Additional information was received on 14-aug-2019. Ptc results received and processed. Global ptc number added.

Manufacturer narrative:
Sanofi company comment follow up dated 15-jul-2019. Based on the information available, the casual relationship between the event inflammation in left knee and suspect synvisc one cannot be denied as per the temporal relationship, however, details regarding aseptic conditions were maintained or the technique used while administration of injection was not known. Further, details regarding concurrent condition, medication, risk factors and medical history precludes the final case assessment.

Event description:
Inflammation in left knee [injection site joint inflammation] ([effusion (l) knee]). Swelling in the left knee [swelling of l knee]. Case narrative: based on the information received on 11-jul-2019, the case which was initially processed as non-serious was updated to serious as the events of inflammation in left knee and swelling in left knee were updated with the seriousness criteria of intervention required. This case is cross referred with the case (B)(4) (multiple devices). Initial information received on 28-jun-2019 regarding an unsolicited valid serious case received from a physician via sales rep from (B)(6). This case involves an adult female patient ((B)(6)) who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) had inflammation in left knee (latency: 1 day). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, at the dose of 6 ml for once (lot - 8rsl046, jul-2021) in left knee for arthrosis/osteoarthritis in left knee. On (B)(6) 2019, after 1 day, the patient experienced inflammation in left knee and swelling in the left knee. On an unknown date in (B)(6) 2019, the synovial fluid was removed from the patient. Corticoids were given as corrective treatment. It was reported that patient had arthrocentesis, corticoids and cold for inflammation and swelling in left knee. On (B)(6) 2019, the synovial fluid was studied and the results were negative for bacteria, fungus and crystals. The patient was recovering from the event and was still taking oral anti-inflammatory treatment (i.e. Naproxen 500mg every 12 hours). It was also stated by the physician that adverse event was experienced in both knees but it was worse in the left knee. The events inflammation in left knee was assessed as serious with the seriousness criteria of intervention required. Action taken: not applicable. Corrective treatment included synovial fluid was removed and corticoids, naproxen 500mg every 12 hours was given for inflammation in left knee. The patient outcome is reported as recovering/resolving for inflammation in left knee. A product technical complaint was initiated with results pending for the same. Additional information received on 11-jul-2019 from physician. Symptom of synovial fluid was removed added. Labs were added. Corrective treatment added. Indication of suspect drug updated. Outcome of event inflammation in left knee was updated from not recovered to recovering. Clinical course updated, and text amended accordingly. Additional information was received on 15-jul-2019 from the rheumatologist. Dose of suspect drug was added. Labs of (B)(6) 2019 was added. Case was upgraded to serious from non-serious. Clinical course was updated, and text amended accordingly.